Manufacturer narrative:
(B)(4). D10: 157854; m2a-magnum recap cup 54odx48id 967970; 139252; m2a-magnum 42-50mm tpr insrt-6 516950; 103209; taperloc por fmrl 17.5x155 401760. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -00972; 0001825034 -2023 -00970; 0001825034 -2023 -00971. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 15 years post implantation due to pain. The hip pain had been around for a little while but had been getting worse, prompting the patient to have it checked. There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 14 years and 11 months post implantation due to pain and elevated metal ion levels. Intraoperatively, metal related pathology was noted and the acetabular component was found to be malpositioned, although well fixed. A proximal femur fracture occurred following difficulty removing the femoral component which required plating to repair. All components were ultimately successfully exchanged with no other known complication. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) ¿ head. Visual examination of the provided pictures identified a cup, head, stem on the table, no other observations could be made from the image. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with undersized acetabular component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a cup, head, stem on the table, no other observations could be made from the image. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: left total hip arthroplasty with undersized acetabular component. A definitive root cause cannot be determined unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.